Manufacturer narrative:
The device was returned for analysis. The reported difficulties were not confirmed due to device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with mild calcification and 70% stenosis in the superior femoral artery with a vessel diameter of 5mm. A 6fx40 cm sheath was placed. Pre-dilatation was performed with a 5.0x100 mm armada 35 balloon at 18 atmospheres for two minutes. A 5.0x120 mm supera self-expanding stent (sess) was then advanced without any resistance. Although there was no issue noted with the deployment mechanism, the sess was partially deployed. The sess was removed with the partially deployed stent and a new 5.0x120 mm supera was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.